Event description:
It was reported that the knob on the ventilator for manual mode/automatic sticks. The anesthesia machine was in use during an operation. When switching from manual to auto setting, alarm message would appear "please select auto or manual setting". The reported problem was immediately obvious to the user and switching the auto/man switch back and forth once quickly solved it. No pt injury was reported. It was observed that the auto/man switch leaks so that either manual or auto ventilation mode is available and could create a condition where the pt may not be completely ventilated.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.